Event description:
(B)(4). Event occurred in the united states. It was reported that the patient had problems with the infusion set as the vinyl hose disconnected during the night as he was sleeping, by button for infusion set and this issue occurred a few times out of this box in the past before, but it was more frequent. Patient's blood glucose level was 350 mg/dl when this issue occurred in the past and in the morning of this report, the blood glucose level was 297 mg/dl and he self-treated it with pump. The patient also stated that it happened at night he woke up and set was detached from quick release. The site location was at the left and right side of abdomen and the pump was kept on same side as set was on belt clip. The infusion set was in use for 24 hours. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.